Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a pump error alarm and unable to clear. Customer also reported that the up and down buttons were unresponsive. Unable to complete troubleshooting due to no new battery to test the insulin pump. The customer was advised to discontinue use of pump and revert to backup plan. The insulin pump is being replaced and is expected to return for analysis.